Event description:
An ECMO blood warmer, model 333w was found to be leaking.the biomedical department inspected the device and after speaking with the manufacturer learned that an o-ring was missing. It was never inserted during the manufacturing process. The o-ring should have been placed on the outlet of the resevoir. The manufacturer will send an o-ring to be inserted by our biomedical department.